Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to request assistance with "regulating," which the patient clarified by this they meant increasing stimulation. It was reviewed how to increase stimulation, and the patient successfully increased stimulation from 0.6 volts to 0.9 volts. They confirmed they were feeling stimulation comfortably. The patient then reported they felt "moving" in their back, and clarified by this they meant they were feeling the vibration of stimulation in their back at the implant site when they increased stimulation on the call. They then stated the feeling of stimulation at their implant site went away. They reported they were not feeling stimulation in the bicycle seat area on the call. Stimulation expectations were reviewed, as well as an overview. The patient stated their implant was located on their cheek near the bicycle seat area. They stated prior to this, they were feeling stimulation in the bicycle seat area. The issue was not resolved through troubleshooting ng. They would maintain the stimulation level, and continue to monitor the stimulation sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the issue was resolved. No further complications were reported/anticipated at this time.